Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was stapling the appendix and the device fired correctly; however, it would not open. The surgeon pushed the red button and broke the firing handle trying to manually open the device. The surgeon used an additional trocar and a new device; fired across the incision proximally and cut the initial device off of the tissue. They then completed the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.